Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted in the esophagus during a stent placement procedure performed on (B)(6), 2014. According to the complainant, the stent was implanted to treat an inflammatory stricture. No issues were reported during the initial stent placement. On (B)(6), 2014, the patient complained of a stomach pain. The physician performed an endoscopy and it was confirmed that the stent had migrated to the stomach. On (B)(6), 2014, the physician attempted to remove the stent endoscopically but could not locate the retrieval suture. The stent remains implanted and the physician plans to remove the stent within the next few weeks. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.